Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in basic evaluation. It was reported that when the patient had the evaluation done, their leads migrated and fell out. The evaluation was done on (B)(6) 2017. It was reported that the leads were taken off by the doctor. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.